Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the rigid endoscope sheath had a broken tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the following defects were identified during inspection: there was crack and rust at the base of the insertion pipe, likely due to incorrect/improper reprocessing. The seal rubber had a yellow discoloration, likely due to age-related wear and tear, frequent usage, and inadequate reprocessing method. Discoloration points to a damaged sealing ring and thus very likely may cause a leakage at the sheath. Though a specific root cause could not be established, it can be presumed that found damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, wear and tear, improper handling, mechanical overload like fall, shock, or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. It cannot be determined with certainty, whether there was a pre-existing damage, wear or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. The event can be detected/prevented by following the instructions for use (IFU) which state: the IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.